Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the patient was admitted to the emergency room on (B)(6) 2012. The patient reported had a urinary tract infection and elevated blood glucose levels of 703 mg/dl. The patient was then admitted to the ICU. The patient was put on injections and their blood glucose level reportedly responded. The infusion site was removed and no issues were found. The pump was reviewed and no issues were found. Delivery numbers add up correctly. This report is being made based on the allegation that the patient was hospitalized with elevated blood glucose levels while on the pump.